Manufacturer narrative:
Additional information was received that patient's non-device related weight loss caused the discomfort. The patient underwent an explant procedure and was reportedly doing well. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2208-50, serial/lot #: (B)(4), description: st linear lead 50cm.

Event description:
A report was received that the patient was experiencing a severe burning pain at the pocket and lead anchor site. Inspection of the generator site revealed edema behind the device. The patient had weight loss. The patient will undergo an explant procedure.

Event description:
A report was received that the patient was experiencing a severe burning pain at the pocket and lead anchor site. Inspection of the generator site revealed edema behind the device. The patient had weight loss. The patient will undergo an explant procedure.